Event description:
It was reported that when using the pyxis medstation es system, two medications were loaded in the same pocket. The customer stated that the reported malfunction occurred when a user was trying to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device hardware test application showed two medications were loaded in the same pocket. A technical support specialist informed the customer that two medications were unloaded from the same pocket, but one was empty. The system functioned as intended after troubleshooting the device.